Event description:
It was reported that a dual lumen catheter separated into two pieces during the removal process. The distal end of the cannula had to be removed by a surgeon. The clinical impact of this incident is not known. (B)(4). Please refer MFR report # 8010762-2014-00009.